Event description:
Additional information was received stating that the vns patient was scheduled for generator and lead replacement surgery. No known interventions have occurred to date.

Event description:
Analysis of the generator was completed on (B)(6) 2014. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead inserted completely passed the negative connector block (lab conditions). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to high impedance. Pre-operative diagnostic results showed high impedance. The replacement generator was tested with the patient¿s existing lead and diagnostic results showed lead impedance within normal limits. The generator was returned to the manufacturer where analysis if currently underway.

Event description:
Reporter indicated a patient had high lead impedance readings with vns diagnostics testing at an office visit. The vns was disabled, and the patient was referred for x-rays and a surgical consult. The patient had no known trauma and does not manipulate the vns. The x-rays will not be forwarded to the manufacturer. The patient had vns generator replacement surgery performed previously on (B)(6) 2011, and vns diagnostics were ok at the time of surgery. Surgery to revise the vns is likely, but has not occurred to date.

Event description:
Reporter indicated the patient experienced painful stimulation with the vns prior to disabling the vns. No specific trauma occurred, but the patient does sometimes fall with seizures. Vns replacement is still likely, but has not occurred to date. The vns remains disabled.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name; corrected data: additional information indicates that the suspect device is the generator. Type of device, name; corrected data: additional information indicates that the suspect device is the generator. Model #, serial #, lot#, expiration date; corrected data: additional information indicates that the suspect device is the generator. Date of implant; corrected data: additional information indicates that the suspect device is the generator. Device manufacture date; corrected data: additional information indicates that the suspect device is the generator.

Event description:
Surgery for vns replacement was scheduled for (B)(6) 2013, but was cancelled. A new surgery date has not been set.